Event description:
It has been reported that one bd sentry¿ safety lancet was found with an open package before use, compromising the device's sterility. The following has been provided by the initial reporter: the needle cover was dislocated.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received a samples and photos from the customer facility for investigation. The sample and photo were evaluated and the customer's indicated failure mode for the cannula through the shield with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/and upon completion, the issue relating to the cannula through the shield was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the cannula through the shield with the incident lot was observed. Evaluation of the customer sample was conducted and the cannula through the shield was observed. However, evaluation of the retain samples was conducted and the cannula through the shield was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd sentry¿ safety lancet was found with an open package before use, compromising the device's sterility. The following has been provided by the initial reporter: the needle cover was dislocated.